Event description:
Catheter inserted per cv anesthesia. On arrival to cardiac surgery recovery, pt's cardiac output was reading lower than previously noted readings. Suspected catheter malfunction. Catheter was changed and cardiac outputs improved dramatically.